Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient decided that they did not want the stimulator. Patient reported that they were not receiving satisfactory pain relief and discomfort with the battery location. Patient decided that they did not want the stimulator. Patient reported not receiving satisfactory pain relief and discomfort with the battery location. There were no known factors that contributed to the issue. The battery was fully discharged at explant so diagnostics and interrogation could not be completed. It was reported that the rep with the patient several times in the past for reprogramming. The patient's decision was to have the system explanted. The issue was resolved. The customer discarded the device so it would not be returned for analysis.